Manufacturer narrative:
From the device history record, lot#20191211-23-sh was manufactured on 12/12/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.165g / 10 pieces. The actual complaint sample was not available for investigation, but a photo was provided. The photo appear to show blue lint on the gloves. According to supplier, or towel is made of cotton, so cotton fiber is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed no abnormal situation happened in the production process; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend for this type of incident.

Event description:
Customer reported sterile towel inside of heart pack was defective. The scrub nurse's gloves were covered in lint from the towel not remaining intact. No additional information was received. Cardinal health is filing a report for potential risk.